Event description:
On 7/1/1998 pt experienced several inappropriate implantable cardioverter/defibrillator therapies and subsequent ventricular fibrillation requiring external defibrillation secondary to dislodgement of the right ventricular lead.